Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burned tip body and plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. The events are detectable and preventable by handling device in accordance with the following IFU. 4.3 using endotherapy accessories: chapter 5 troubleshooting: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.